Event description:
It was reported during in clinic follow up that the right ventricular lead had delivered inappropriate shock was due to oversensing noise. Imaging did not reveal any physical anomalies, but lead abrasion was suspected. One of the lead's three pins was disconnected and replaced with a new lead on (B)(6) 2023. The other two pins of the lead remain in use. The patient was stable.